Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu2216 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported on january 26th, staff performed an over the wire placement, removing a single lumen and replacing with a double lumen. Chest x-ray confirmed retained 3cg stylet. Facility stated they do not intend to retrieve the sytlet due to the patient's condition. No other information was provided.